Event description:
It is reported that the patient's insulin pump is not displaying the green led light when plugged in. The patient's blood glucose level is 112 mg/dl. The patient would not test it when we were on the phone. We advised the patient to cease use and resort to back up method. No pump is being returned. No further information available

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.